Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 54 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a f/u CT showed that the stent graft had migrated 20 mm distally without an endoleak. At the time of migration, the aortic neck diameter was 21 mm without calcification or thrombus, and the cause of the migration was reported to be aortic neck angulation. The physician elected to treat the migration by implanting an aneurx cuff and a talent cuff, with successful results. No additional sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other (intervention required) - evaluation results: graft migration, aortic neck dilatation. Conclusion: aortic neck dilatation.